Event description:
This MDR is being submitted as part of a retrospective review in accordance with a commitment made to the agency following the renal FDA inspection. The patient's spouse notified (B)(6) on (B)(6) 2009 that her husband had had peritonitis two times which she alleges developed because the minicap on the patient's transfer set was getting wet during showering while uncovered. Reporter advised the minicap was retaining water. Reportedly the patient was hospitalized on the (B)(6) 2007 and was discharged on (B)(6) 2007. Reportedly the patient experienced peritonitis one other time in 2007. During a follow up call to the clinic, the nurse stated that hp had not had peritonitis while at this clinic in the past year. The home patient's previous dialysis clinic was contacted. Nurse manager noted one event of peritonitis event occurred in (B)(6) 2007. Nurse manager had no more information documented regarding the event. The cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). The sample was not returned, therefore, an evaluation was not performed.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the MDR as the specific product code and lot number are unknown. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter (B)(4).